Manufacturer narrative:
Pump was received with no button response due to flattened esc, act, down and up buttons dome switch. Inspected lcd connector and no unlocked connector noted. Pump had cracked battery tube threads and minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that battery compartment was cracked. Customer's blood glucose was unknown. Insulin pump would need to be replaced.